Event description:
During resmed evaluation, an astral device displayed an internal battery degraded warning alarm. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an error message (sf180) related to a battery charger fault. The internal battery was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).